Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: h6 (medical device ¿ problem code). Additional information: e1 (event site postal code: (B)(6), event site state: (B)(6)). A system error occurred during startup and the device did not start up normally even after the power was turned on.the executive processor board and video generator board are scheduled to be replaced. Gfe completed. Three (3) gfe attempts have been performed to obtain additional information about product repair. No response has been provided, the complaint will be closed now and, in the event, new information and/or device was to become available, this record will be reopened and supplemental report will be submitted. H3 other text: no update regarding unit repair.

Event description:
N/a.

Event description:
It was reported during an operation check during daily inspection performed by the customer, the cardiosave intra-aortic balloon pump (iabp) had a system error occur during startup and the system did not start up properly. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during an operation check during daily inspection performed by getinge field service engineer , the cardiosave intra-aortic balloon pump (iabp) had a system error occur during startup and the system did not start up properly. The failure is that the executive processor board, video generator board, coil cable scheduled for replacement. There was no patient involvement.

Manufacturer narrative:
Corrected data: b5, d5, e1 (initial reporter and email), e2, e3, e4, g2. Updated data: b4, g3, g6, h2, h10, h11.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.